Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient undergoing brain surgery for tumor removal with the use of five floseal units in conjunction with a cell saver device experienced clinical signs of disseminated intravascular coagulation (dic) and subsequently passed away. The dic occurred after the blood from the cell saver device was reintroduced into the patient. Treatment for the dic was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.